Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6)2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9. Investigation summary - unopened samples were received for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual inspection of unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Events reported in mwr-2210968-2021-00652, 2210968-2021-00653, 2210968-2021-00655, 2210968-2021-00656, 2210968-2021-00657, 2210968-2021-00658, 2210968-2021-00659, 2210968-2021-00660. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: could you please confirm if the 9 devices were all affected during the same procedure of large vessel replacement surgery? Yes. Could you please provide procedure date? (B)(6) 2021. Device return status/follow up? We are waiting for the returning of the sample. A manufacturing record evaluation was performed for the finished device batch number qgbcdm, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a large vessel replacement surgery on (B)(6) 2021 and a suture was used. During the procedure, the suture broke when sewing the vessel. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.